Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive a da vinci product to perform failure analysis. Instrument and system log reviews could not be performed, as there were two sleeve gastrectomy procedures performed. It is unclear which procedure was involved with the reported event.

Event description:
It was reported that the patient underwent a da vinci-assisted sleeve gastrectomy procedure and, on an unspecified postoperative day, the patient experienced a postoperative leak and required two subsequent procedures. It is unclear if the da vinci surgical system contributed to the patient's need for additional surgery. There was an unspecified intraoperative test during a procedure. Additional information has been requested; however, no response has been received.